Event description:
On (B)(6) 2012, the patient contacted animas to report she had obtained elevated blood glucose readings averaging 400 mg/dl for six weeks. The patient reported severe neuropathy pain daily. On (B)(6) 2012, the patient obtained the blood glucose readings of 100 mg/dl and 113 mg/dl. The patient was unable to provide specific details of her elevated blood glucose readings. The patient refused to troubleshoot the pump with the customer support representative, therefore, it was not possible to determine how the pump was functioning, the patient's technique or settings. The patient allegedly suffered blood glucose levels suggesting hyperglycemia while using the pump, and refused to troubleshoot the pump to determine if there was any evidence the pump was not functioning appropriately. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the dates available in the black box are from (B)(6) 2012. The black box for the event on (B)(6) 2012 has been overwritten due to continued use of the pump and is no long available for review. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor resistance was found to be in specification.